Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a fluid loss alarm occurred during seal integrity phase. The physician added a tenaculum and it passed seal integrity. Seven minutes into the ablation another fluid loss alarm occurred. They proceeded to cool down and aborted the procedure. At procedure closure two areas of light blanching were noted, one on the cervix and one on the vaginal wall. The size of the blanched areas were described as "the size of nail heads". Silvadine cream was applied. An additional attempt has been made to obtain follow up event details with no response from the clinician.